Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2015 due to a low blood glucose level. Her blood glucose level was below 30 mg/dl. The customer was irrational before she was hospitalized. The meter was not functioning. The customer was also hospitalized either on (B)(6) 2015 after midnight. Her blood glucose level was 10 mg/dl. The customer was in a vehicular accident and was the driver. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.